Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was moderately calcified. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the second inflation, at nominal atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was moderately calcified. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the second inflation, at nominal atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the mildly tortuous below the knee vessel.